Event description:
Upon removal of a PICC line from a patient, the rn noted a hole 4.0cm from the tip of the catheter.

Event description:
Upon removal of a PICC line from a patient, the rn noted a hole 4.0cm from the tip of the catheter.